Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient was at home and unconscious at the time of the treatments. The patient was alone at the time of passing. Per review of the event, the patient was in asystole at 09:36:07 on (B)(6) 2019. The lifevest delivered five treatment shocks between 09:36:47 and 09:43:33 while the patient was in asystole. The post shock rhythm of all shocks was asystole. Oversensing of the low-amplitude cardiac signal contributed to the false detection. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm. The response buttons were pressed intermittently after the fifth treatment shock was delivered. It is unclear who pressed the response buttons.